Event description:
Information received from (B)(6) call states that pump alarms error code 13. Rate is 60 ml/hr.

Manufacturer narrative:
Attempts were made to obtain pump serial number. Customer has already had pump replaced. Serial number was not available. Device was not returned. Complaint could not be confirmed.